Event description:
It was reported that catheter break occurred. An angiojet solent omni was used for thrombectomy procedure. During the procedure, the physician performs left radial access with 6fr introducer without complications, advances teflon guide of a non-bsc device, then the catheter was positoned to be delivered. The procedure was performed without any malfunctioned and performs therapy for 105 seconds. When the device was removed, it was found that the catheter was fractured on the middle part of the catheter but never broke completely or became detached. The device was inside the patient at the time of fracture. The procedure was completed using an alternative device. There were no patient complications reported.